Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2025-00288-00 under a different suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results generated on the alinity I processing module for one patient. The following results were provided: sid (B)(6). Initial result 88.73, repeated 11.26 / 11.12 / 11.18. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Data and information provided by the customer were reviewed and support the complaint issue. The field service representative (fsr) cleaned and replaced multiple parts. The service history of the alinity I, serial # (B)(6) returned no additional tickets for falsely elevated stat troponin patient results. Review of tracking and trending did not identify an increase in complaint activity related to the complaint issue. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results generated on the alinity I processing module for one patient. The following results were provided: sid (B)(6) initial result 88.73, repeated 11.26 / 11.12 / 11.18. No impact to patient management was reported.